Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and a high out of range pacing impedance measurement. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.